Event description:
Event description cpi received information that an invasive procedure was performed to remove this bipolar lead due to lead fracture. The physician noted low impedance measurements and elected to replace the lead with a new bipolar lead.